Event description:
It was reported before a diagnostic laparotomy the arming button on the 355sd would not stay armed. The trocar was not used. An apple trocar was opened to complete case. There was no consequence to the pt.